Event description:
It was reported that a clearlink y-type catheter extension set experienced a no-flow. The soft tubing, near the male luer lock adaptor, was taped to the patient's skin. The tubing was looped backwards and taped onto the patient's skin again. The no-flow was identified during the patients post operative recovery. The user noticed that the tubing was kinked where the tubing was looped back. As soon as the anesthesiologist detected the kink it was straightened out; resolving the reported malfunction. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available for evaluation; therefore, a device analysis could not be performed.